Event description:
The customer observed an increased frequency (7 occurrences per 30 specimens per day) of error code 1007 (unable to process test, activated read failure) generated from the architect i2000sr analyzer. The field service engineer (fse) performed a visual check of the analyzer, however no problem was detected. The fse recommended a change in the reaction vessels (rv?s) and trigger, and no further errors were observed after the change in the lot of rv's. There was no impact to patient management.

Manufacturer narrative:
Concomitant medical products: architect analyzer, list # 3m74-01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The information received, indicated that the operator took a cypher stent out of the package, and before it was placed in the patient, the operator discovered damage on the stent itself. The proximal part of the stent, approximately 1-1.5 mm of the "stent looked like it was loose" and standing apart of the balloon and the rest of the stent.